Event description:
Event description boston scientific crm received information that during a holter monitor session, this non-guidant right ventricular lead and guidant pacemaker exhibited intermittent ventricular loss of pacing. The patient was noted as asymptomatic. This device is part of an advisory regarding the crystal timing component, however exhibited no symptoms that were consistent with those described in the advisory.